Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and pelvic inflammatory disease ("pelvic inflammatory disease") in a (B)(6) female patient who had essure (batch no. B71762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic inflammatory disease and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic inflammatory disease to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: successfully occluding the left fallopian tube. Most recent follow-up information incorporated above includes: on 16-may-2018: pfs received- new reporter and patient information were added. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), embedded device ("migration of essure device (location of device: within the uterine wall) / the right wire curled and probably within the uterine wall") and pelvic inflammatory disease ("pelvic inflammatory disease") in a 31-year-old female patient who had essure (batch no. B71762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaid's since 2014 and paracetamol (acetaminophen) since 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, 7 months 3 days after insertion of essure, the patient experienced device dislocation (seriousness criterion medically significant) and embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device (location of device: within the uterine wall)") and menstrual disorder ("menstrual bleeding"). Essure treatment was not changed. At the time of the report, the device dislocation, embedded device, pelvic inflammatory disease, device expulsion, menstrual disorder, pelvic pain, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, device expulsion, embedded device, menstrual disorder, pelvic inflammatory disease and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded) the right fallopian tube of patient is with free spillage of contrast. The right wire curled and probably within the uterine wall. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- psychological or psychiatric problems condition: depression/ mental anguish. Onset date of event embedded device, pelvic pain were update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), device dislocation ("migration") and embedded device ("migration of essure device (location of device: within the uterine wall) / the right wire curled and probably within the uterine wall") in a 31-year-old female patient who had essure (batch no. B71762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included diazepam (valium), hydrocodone bitartrate;paracetamol (lortab), nsaid's since 2014 and paracetamol (acetaminophen) since 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrrhagia"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant) and embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device (location of device: within the uterine wall)") and menstrual disorder ("menstrual bleeding"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device dislocation, embedded device, device expulsion, menstrual disorder, pelvic pain, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered anxiety, depression, device dislocation, device expulsion, embedded device, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: if you have not had essure removed, are you currently planning on removal? Yes. Reason for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: unilateral occlusion (left tube occluded). Diagnostic results: the right fallopian tube of patient is with free spillage of contrast. The right wire curled and probably within the uterine wall. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2018: pfs received. Event: abnormal bleeding (vaginal, menorrhagia) were added. Concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), embedded device ("migration of essure device (location of device: within the uterine wall) / the right wire curled and probably within the uterine wall") and pelvic inflammatory disease ("pelvic inflammatory disease") in a 31-year-old female patient who had essure (batch no. B71762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), embedded device (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device (location of device: within the uterine wall)"), menstrual disorder ("menstrual bleeding") and pelvic pain ("pelvic pain"). Essure treatment was not changed. At the time of the report, the device dislocation, embedded device, pelvic inflammatory disease, device expulsion, menstrual disorder and pelvic pain outcome was unknown. The reporter considered device dislocation, device expulsion, embedded device, menstrual disorder, pelvic inflammatory disease and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 27-aug-2014: unilateral occlusion (left tube occluded) the right fallopian tube of patient is with free spillage of contrast. The right wire curled and probably within the uterine wall. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), embedded device ("migration of essure device (location of device: within the uterine wall) / the right wire curled and probably within the uterine wall") and pelvic inflammatory disease ("pelvic inflammatory disease") in a 31-year-old female patient who had essure (batch no. B71762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), embedded device (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device (location of device: within the uterine wall)"), menstrual disorder ("menstrual bleeding") and pelvic pain ("pelvic pain"). Essure treatment was not changed. At the time of the report, the device dislocation, embedded device, pelvic inflammatory disease, device expulsion, menstrual disorder and pelvic pain outcome was unknown. The reporter considered device dislocation, device expulsion, embedded device, menstrual disorder, pelvic inflammatory disease and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded) the right fallopian tube of patient is with free spillage of contrast. The right wire curled and probably within the uterine wall. Most recent follow-up information incorporated above includes: on 21-jun-2018: reporters added. Added events migration of essure device (location of device: within the uterine wall) and pelvic pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.